Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). We received one perfusor space, 8713030, serial no.: (B)(6) with software version 688l030003. The device history files were read and analyzed. The customer specifies on (B)(6) 2026 as the date of the incident. On (B)(6) 2026 at 00:38, an ops 50ml syringe was selected. The syringe was filled to approx. 37ml. The therapy start with a delivery rate of 5ml/h at 00:38. At 7:50, the syringe near empty alarm appeared. Thirty seconds later, the user terminated the therapy by pulling the syringe holder. 36,05ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Unusually loud noises can be heard when the drive is moving. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.65%. The device was disassembled and the inside was investigated. No visible damage inside the device could be found. The defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4), premarket submission#: k092313. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, the pump alerted to the infusion being complaint, however, the syringe was not empty. Approximately ten (10) milliliters (ml) of the medication loxen (nicardipine) remained in the syringe. Reportedly, the nurses stated that the pump was programmed for only one flow rate, based on the patient's blood pressure, which was set at 2ml. No patient complications were reported as a result of the event.